Manufacturer narrative:
(B)(4).

Event description:
It was reported that when attempting to start therapy on an intra-aortic balloon (iab) that it was noted via fluoroscopy screen and the iab indicator on the console that the iab was not fully inflating. The customer attempted a second console with same results. A second iab was inserted with the same issue and at that time the physician decided to discontinue therapy. There was no reported injury to the patient. This submission is for the 1st iab used.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. One kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from the iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab did not inflate. The condition of the iab as received indicated a kink in the catheter. We are unable to determine when the kink occurred, however the kink found on the returned device restricted the gas passage and resulted in a "check iab catheter" alarm on the pump. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that when attempting to start therapy on an intra-aortic balloon (iab) that it was noted via fluoroscopy screen and the iab indicator on the console that the iab was not fully inflating. The customer attempted a second console with same results. A second iab was inserted with the same issue and at that time the physician decided to discontinue therapy. There was no reported injury to the patient. This submission is for the 1st iab used.